Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "please see the information below describing a potential overdose of hydromorphone from (B)(6) pharmacy. I am awaiting additional information from the customer. On (B)(6) 2016 - possible over dosed of hydromorphone. Sequence of events: on (B)(6) 2016 - sent new bag of hydromorphone with increased concentration (1mg/ml to 5mg/ml) - pink stickers were placed on bag clearly indicating the concentration had increased. On (B)(6) 2016 - received a phone call from nurse requesting a new refill for use on (B)(6). (The new bags should last for at least 5 days, so I became suspicious that patient may have been overdosed) on (B)(6) 2016 ~11am. Called patients house, hoping to speak to nurse regarding (B)(6). Nurse was not at patient's house. Spoke to patient's daughter, asked daughter to check (B)(6) pump. Daughter read to me that her pump said "hydromorphone subq 1mg/ml) - at this point, it seems like the pump was not reprogrammed to reflect an increase in concentration. "On (B)(6) 2016 ~11:15am. Called (B)(6), spoke to (B)(6). She referred me to (B)(6). On (B)(6) 2016 ~11:30am. I asked (B)(6) to come visit (B)(6) and ensure that the pump had been programmed correctly. She informed me that she will be visiting the patient very shortly to make sure everything is correct. Type of drug: hydromorphone. Human harm: unknown. Additional information provided by the customer on jun 14th, 2016: " kindly acknowledge no human harm caused. Yes, patient deceased. What was the drug concentration: 1mg/ml, but the nurse ignored to change the name and concentration of the drug, from dl, when concentration was increased from 1mg/ml to 5mg/ml, she changed infusion rate and bolus (see event log) but not the concentration which resulted in 5x more narcotic to be delivered. On jun 22nd the following additional information was received from the customer: "hello (B)(4), can I close the complaint regarding the issue in the subject line above? I understand a nurse selected the wrong dosing unit which led to the unfortunate over delivery of a narcotic. It was my understanding that (B)(6) felt this was nurse related. That being said, hopefully, rev 13.2 will eliminate the incidence of this occurring again. Please see email below. Case closed!!!!!!"